Event description:
It was reported that high sense-pace impedance was observed. The lead was capped and a new lead was added.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received

Manufacturer narrative:
Analysis was normal. No anomaly found.